Event description:
During a follow - up on (B)(6) 2018, pdrn stated the patient was having issues with his catheter. Patient will be getting the catheter examined. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).